Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2017, the customer received the following results on the aviva system within 10 minutes: 65 mg/dl and 132 mg/dl. On (B)(6) 2017, the customer received the following results on the aviva system within 10 minutes: 26 mg/dl and 160 mg/dl. No adverse event reported. The customer used two different test strip vials with each result, neither strip vial was available to determine which vial gave which result. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
In addition to the strips with lot 496971 that were tested and met specification, the customer also returned an empty strip vial with lot 497032 and catalog number 06908349001. The expiration date for this second lot is 11/30/2018 and the manufacture date was 06/13/2017. Because the vial was empty no further testing could be completed on that lot number. Retention product of that lot has been tested and performance was found acceptable.